Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited failure to capture. The patient was then brought to the clinic for a follow-up. Upon interrogation, the lv lead exhibited no capture anomaly. No intervention was performed. The patient was in stable condition.